Event description:
It was reported that the device battery is rapidly depleting faster than predicted. The device will be monitored until the battery reaches eri.

Event description:
New information notes that the device was explanted and replaced upon reaching eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description included. A longevity estimate was performed and it was normal based on the device usage. The device functionality was tested on the bench and found no anomalies.